Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a neff percutaneous access set was being prepared for a percutaneous nephrostomy procedure. While preparing the device for the procedure, the physician realized a difference in the body of the guide wire, and when passing the wire through the introducer, found that it had been broken. The device did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Adequate controls are in place to ensure that the device is manufactured to specifications. A review of the device history record showed no related nonconformances on the product lot or for the wire component sub-lot. It should be noted that there were no additional complaints reported for this lot number. Based on the information provided, no returned product and the results of our investigation, there is no evidence to suggest the device was not manufactured to specifications. It is possible that the cause could be traced to the user. The device may have been improperly manipulated during the prepping procedure although this could not be confirmed. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.